Event description:
The customer reported via phone call that the insulin pump alarmed no delivery; she changed the set and when trying to bolus, it alarmed motor error. Blood glucose value at the time is unknown; current reading was 436 mg/dl. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected motor error alarm or excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.